Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment related to poor video display quality, however, the comment related to device shut-down could not be confirmed. Analysis additionally confirmed the comment related to software error via the hard-drive log. It was also noted that the keyboard was broken, the link electronic module (lem) printed circuit board (pcb) assembly was out-of-specification, and the left and right antennas were out-pf-specification. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests.

Event description:
It was reported that the programmer had a poor video display. It was also reported that the programmer would shut down in the middle of interrogations, and also that it presented with a "fatal error screen." The programmer has been returned for repair. No patient complications have been reported as a result of this event.